Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pin broke on the impactor.

Manufacturer narrative:
Examination of the submitted device confirmed one of the two pins/spikes is disassembled from the body. The root cause is product design. Change assessment (B)(4) has been initiated to change the drawing to define the parameters for multiple piece construction. No further corrective action required at this time. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.